Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g6 sensor and transmitter to the ilet after the dexcom app completed warmup, as the ilet appeared to restart warmup and subsequently had trouble establishing cgm connection; pairing later succeeded during the call and ilet glucose matched the dexcom app. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and education, confirmation of cgm data alignment between the ilet and the dexcom app, and observation of restored connectivity. Investigation of this case revealed a temporary cgm communication or initialization issue limited to ilet pairing that resolved without further action, with no device hardware defect identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity or synchronization issue during cgm warmup and pairing.